Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 159mg/dl vs, lab result of 122mg/dl. Tests were done within 5 minutes with a difference of 30%. Pt did not experience any adverse events.